Event description:
It was reported that there is a leak. This occurred during pre-testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed, and the result of the corrugated tubing assembly test was not acceptable because there was an air leak. The leak was confirmed at the connection of the tube to the bushing. The root cause was not established. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.